Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. The battery cap was also not able to be tightened. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap was unable to attach securely to the pump. The battery cap threads were damaged, and the cap could not attach securely to a test pump. The test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no reboot occurrences. The pump was opened to find no damage to the power circuit or moisture internally. The complaint of intermittent power was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).